Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that patient's lead poked through the skin. The physician believed that it was procedure related. The physician explanted the lead and was doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient's lead poked through the skin. The physician believed that it was procedure related. The physician explanted the lead and was doing well following the procedure.